Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose (bg) level rose to 513 mg/dl with a moderate ketone level of 1.3 mmol/l. The customer treated their high bg with a bolus via the pump. Subsequently, the customer went to the emergency room (ER) and was hospitalized with a high bg. Customer was treated with an insulin pen and rapid active insulin at the hospital that resolved the issue. Reportedly, the customer was released the next day with no permanent damage. A system check was performed and the occlusion was found to be within the cartridge. A cartridge change was performed resolving the occlusion. Additionally, during troubleshooting it was found that the customer was withdrawing too much air from the cartridge and pressing the cannula too deep into the cartridge. The customer was educated on the filling process.